Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had not been able to use their device and charge their device while in a facility starting in (B)(6). The patient had no pain relief because they could not use the device. It was confirmed that the system did not fully stop the pain but it helped and took their mind off the pain. While in the facility, the patient had a few falls. The patient had charged for a few hours and were unable to charge the device since (B)(6) 2019. The patient was redirected to a health care provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had a doctor¿s appointment tomorrow and they wanted a manufacturer representative (rep) to be there. It was received that the doctor could contact the rep. No further complications were reported/anticipated.